Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an unspecified location of a prismaflex tpe2000 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional air leak testing (2 bar pressure) was performed, and a leak was observed at the level of the filter blood header due to a crack in the header. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the header damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.